Event description:
Material # unknown. Batch # unknown. It was reported by customer that foreign matter found in allergy syringe. Verbatim: rcc received a complaint via phone. Pir attached. Complaint-mds name: (B)(6). Phone: (B)(6). Issue: foreign matter found in allergy syringe. Ref: unknown. Lot: unknown. Pt harm: unknown. Sample unknown.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided.

Manufacturer narrative:
One sample of a 1ml luer-slip syringe with 27x1/2" needle attached was received and evaluated. The barrel has a greyish foreign matter on the outside of the barrel non-fluid path. Fourier transform infrared spectroscopy analysis was completed, and was unable to identify an appropriate match, however, the grey foreign matter is consistent with grease used in the manufacturing plant. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter is associated with the assembly process.

Event description:
No additional information.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # unknown. Batch # unknown. It was reported that the bd syringe had foreign matter. The following information was provided by the initial reporter: "foreign matter found in allergy syringe." Verbatim: rcc received a complaint via phone. Pir attached. Complaint-mds. Name: (B)(6). Phone: (B)(6). Issue: foreign matter found in allergy syringe. Ref: unknown. Lot: unknown. Pt harm: unknown. Sample unknown. Additional information provided: "this occurred on 05/01/2024. Foreign matter was observed in the barrel and behind the piston and I it appears to have contaminated the injectable solution."